Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The exact implant date is unknown. The authors provide the month and year; therefore, (B)(6) 2008 was documented in this report as the implant date and therapy dates for the conc. Products. The exact event date was not indicated. (B)(4).

Event description:
In a literature article, the authors presented the outcome of a case of emericella nidulans endophthalmitis after an uneventful cataract surgery and intraocular lens (iol) implantation. On the seventh postoperative day, a mild increase of anterior chamber reaction was noted. Despite treatment with antibiotic and steroid eye drops, the anterior chamber reaction increased and the patient's vision decreased. Hypopyon was noted on postoperative day nine.the patient underwent anterior chamber paracentesis and a vitreous tap for microbiological evaluation. The results of microbiological evaluation and direct microscopy were found to be negative. Treatment included intravitreous injection of antibiotics (two doses in 4 days) and steroids as well as a vigorous topical treatment with corticosteroid and antibiotic medications. Despite treatment, the cornea started to show edema and dense fibrinoid reaction developed around the pupil. There was also severe anterior uveitis and the vitreous fluid became hazy. The patient's vision decreased, pain, ocular discomfort and ciliary injection increased. The patient underwent vitrectomy with removal of the lens capsule and the iol at the 3rd week, with additional intravitreous injection of antibiotics. Samples of vitreous fluid from the anterior chamber, and the iol were resubmitted to the microbiology lab. Analysis of the samples showed results compatible with emericella nidulans, confirmed by phenotpyic identification of the strains. After determining fungal involvement, systemic and topical corticosteroid medication were stopped and liposomal amphotericin-b medication was injected into the vitreous. The patient was also started on intravenous antifungal medication twice a day for one week, topical antifungal eye drops every two hours and subconjunctival injection for two times on separate days. Gradual improvement was observed; inflammation of the anterior chamber and vitreous began to resolve. The patient was discharged on long-term treatment with oral antifungal medication for four months plus topical antifungal and steroid medication four times a day and cycloplegics. No signs or symptoms of endophthalmitis were observed during the two year follow up and the patient did not accept to have any additional surgery for visual rehabilitation. The authors did not identify a source of the fungical infection. The blue dye was the only difference from other cataract surgeries performed on the same date, but the formulation was discarded and could not be tested. Fm mutlu et al. The first case of fungal endophthalmitis caused by emericella nidulans after cataract surgery. Journal de mycologie medicale (2016) 26,271-276.